Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a product performance anomaly was noted with the right ventricular (rv) lead. Further, this rv lead remains in service. No adverse patient effects were reported.